Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: feb 13, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was coated in viscoelastic residue. The lens was cleaned and further inspected under magnification and no issues that could cause or contribute to the complaint issues were observed. The complaint issue "explant, halo vision, glare and blurry vision¿ was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customers reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted, the lens was explanted in secondary surgical procedure due to the patient being unable to get used to the glare and halos at night that are associated with the iol even with correction. The patient also felt that the distance vision (dv) was not crisp. The problem was observed during post-operative examination. A standard iol was implanted as replacement. The incision was enlarged. No suture or vitrectomy was required. Patient outcome was -0.50 -0.50x165 20/20 with correction. Visual acuity (va) pre-operative was 20/20 + 0.75 sphere and va post-operative was 20/25 +2 without correction. Through follow-up, it was learned that the symptoms first started on (B)(6) 2022 in the right eye. A non-johnson & johnson iol was implanted as replacement. There was no patient injury. The patient's uncorrected distance vision post-operative is 20/20-2. There are no planned interventions. No further information was provided.